Event description:
It was reported that a solution administration set with a 3 way stopcock had a missing air vent on the set. This condition was discovered before use. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: a companion sample was received for evaluation. The sample was visually inspected. No malfunctions were detected. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A follow-up report will be submitted if any additional relevant information becomes available.